Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Two photos were provided and evaluated. An evaluation of the photos provided by the user confirmed the report. The catheter is kinked and bent in two areas. It is hard to tell if there is a crack in the catheter from the photos provided; however, it is possible that there was a crack in the area photographed. Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Kinks, bends and or cracks in the catheter can occur if the device experiences excessive pressure during use and or general handling. The instructions for use direct the user: "to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically. Remove deflated balloon from accessory channel. Caution: a compromised balloon may prohibit removal from endoscope accessory channel. Removal of endoscope along with compromised balloon may be required." It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement down the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colon dilation procedure, the physician chose a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When dilatation was performed, the balloon was inflated, but at the moment of withdrawal of the balloon for new inflation, the catheter broke. No further dilatation was possible. There was leakage of the catheter, and "it was not rectilinear again." It was necessary to use another balloon to complete the procedure.

Manufacturer narrative:
Concomitant medical products: cook quantum inflation device (qid-1). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Two photos were provided and evaluated. An evaluation of the photos provided by the user confirmed the report. The catheter is kinked and bent in two areas. It is hard to tell if there is a crack in the catheter from the photos provided; however, it is possible that there was a crack in the area photographed. Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information provided indicated that the balloon was inflated prior to patient contact. The precautions in the instructions for use warn the user: "do not pre-inflate the balloon." A possible contributing factor to balloon catheter damage is if the balloon is inflated prior to advancement through the endoscope. The increased size of the balloon after inflation would increase the force required to advance the catheter into the endoscope. This is the most likely root cause. Kinks, bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the balloon was inflated prior to patient contact, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was initially reported to the FDA on 03/30/2018: "during a colon dilation procedure, the physician chose a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When dilatation was performed, the balloon was inflated, but at the moment of withdrawal of the balloon for new inflation, the catheter broke. No further dilatation was possible. There was leakage of the catheter, and "it was not rectilinear again." It was necessary to use another balloon to complete the procedure." The following additional information was received on 04/03/2018: the customer confirmed that the balloon broke and was unusable. Further, it was indicated that the balloon was inflated prior to patient contact.